Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt's charger could not locate their ipg. The pt added space between the antenna and her ipg and remained unsuccessful locating their ipg. Their pt programmer communicates with their ipg. The pt was sent a replacement charging system and a spacer kit to try and resolve her issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.